Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data was received and analyzed. Analysis of the data indicated the impedance on the atrial pacing lead was beyond the expected lower range. Atrial lead impedance rose from an approximate baseline of 550 ohms to over 9,999 ohms the week ending 2014-(B)(4). Atrial lead impedance also decreased from an approximate baseline of 520 ohms to less than 100 ohms the week ending 2014-(B)(4).

Event description:
It was reported that the right atrial (ra) lead was exhibiting high and low impedance and intermittent undersensing of p-waves, possibly due to fracture. The lead was programmed off while the need for atrial pacing was to be assessed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: rvdr01, ipg, implanted: (B)(6) 2011. (B)(4).